Manufacturer narrative:
The reported event of stretched and bent helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. Further analysis performed did not reveal any anomalies.

Event description:
During an implant procedure, the physician felt resistance from the protective sleeve during the repositioning of the leadless pacemaker (lp). Diagnostic imaging was performed and the helix was observed to be stretched and bent. The lp was replaced to resolve the event. The patient was stable and will continue to be monitored.